Event description:
It was reported that the right ventricular lead had high threshold. The lead was removed and replaced. It was also reported that when the atrial lead was connected to the new device, the lead switched to unipolar configuration with high thresholds and unipolar impedance was higher than bipolar. It was also reported that there was varying impedance in unipolar mode. There was no p-wave sensing in bipolar and thresholds could not be obtained in bipolar. The lead remains in use in the unipolar configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.